Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse could not duplicate gas leak error. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a gas leak error. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a gas leak error. There was no patient involvement.